Event description:
The customer reported a leak under the blood sampling valve (bsv) of the coulter lh 500 hematology analyzer. The volume of the leak was about 10 cc and was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 4/21/2015. The fse found a leak from the probe wipe rinse block. The fse replaced the probe wipe module, which repaired the leak. The repairs were verified per established procedures. (B)(4).